Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (model zxt150, +23.5 diopter) was explanted from the patient's right eye in a secondary procedure because surgeon missed target. Additional information was received and it was learnt that the explant took place due to +0.4 hyperopic miss and patient experiencing blurry vision. A model zxt150, +25.5 diopter was used as the replacement lens for the patient. Customer confirmed there was no incision enlargement, no patient injury and no medical intervention. Patient was reported as being stable at discharge. No further information provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 5/29/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.